Event description:
It was reported the patient could not get the ¿machine to program correctly.¿ stimulation was up to 8.5v and the patient did not feel anything on the programs. The patient noticed this the day prior. It was noted that the patient did not feel like it was helping much. The patient catheterized herself the night prior and then about an hour and a half later they had a full bladder. This occurred again a few hours later. It was indicated the patient tried to change the program the night prior and it didn¿t help. The patient had tried all the programs, but reported seeing the ¿interstim icon¿ on the screen. The patient changed the batteries and then tried two other programs, but was not feeling anything. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01czn, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).